Event description:
A report was received that the patient was experiencing frequent charging and quick depletion. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 ((B)(4)) device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint of frequent charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate which was within the expected range. Device exhibited normal charging and discharging characteristics. During testing, it was determined that the analog integrated circuit (ic) had damage to the case cell driver node located in the analog ic.

Event description:
A report was received that the patient was experiencing frequent charging and quick depletion. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.